Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced exacerbated asthma with symptoms of dry cough, chest tightness, wheeze, and dyspnea. The patient was hospitalized post procedure, for observation. Symptoms and pulmonary function tests worsened so the patient remained hospitalized and was treated with o2 and multiple albuterol treatments. The event is reported as continuing. On (B)(6) 2014, the patient experienced pain after coughing in the morning. The symptoms were constant and worsened with inspiration and expiration. The patient was diagnosed with non-cardiac mid sternal chest pain and was treated with fentanyl. Fentanyl is a standard medication used to treat pain. The subject was also treated with benadryl, percocet, cyclobenzaprine, and lidocaine for this event. The event is reported as resolved on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.53; fev1 % predicted: 96.20; fvc: 3.21; fvc % predicted: 96.40. Post-bronchodilator: fev1: 2.56; fev1 % predicted: 97.34; fvc: 3.29; fvc % predicted: 98.80. Additional information received as of august 11, 2014. Patient experienced an event of dyspnea on (B)(6) 2014. The patient was instructed to go to the hospital, was admitted and treated with prednisone and breathing treatments. It was reported that the patient was discharged on (B)(6) 2014. The event of dyspnea was reported to have resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced exacerbated asthma with symptoms of dry cough, chest tightness, wheeze, and dyspnea. The patient was hospitalized post procedure, for observation. Symptoms and pulmonary function tests worsened so the patient remained hospitalized and was treated with o2 and multiple albuterol treatments. The event is reported as continuing. On (B)(6) 2014, the patient experienced pain after coughing in the morning. The symptoms were constant and worsened with inspiration and expiration. The patient was diagnosed with non-cardiac mid sternal chest pain and was treated with fentanyl. Fentanyl is a standard medication used to treat pain. The subject was also treated with benadryl, percocet, cyclobenzaprine, and lidocaine for this event. The event is reported as resolved on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.53; fev1 % predicted: 96.20; fvc: 3.21; fvc % predicted: 96.40; post-bronchodilator: fev1: 2.56; fev1 % predicted: 97.34; fvc: 3.29; fvc % predicted: 98.80. Additional information received as of august 11, 2014. Patient experienced an event of dyspnea on (B)(6) 2014. The patient was instructed to go to the hospital, was admitted and treated with prednisone and breathing treatments. It was reported that the patient was discharged on (B)(6) 2014. The event of dyspnea was reported to have resolved on (B)(6) 2014. Additional information received as of september 15, 2014. The reported event of aggravated asthma was reported to have resolved on (B)(6) 20124. Additional information received as of october 20, 2014 and november 3, 2014. The adverse event of asthma aggravated with onset date of (B)(6) 2014 was reported to have resolved on (B)(6) 2014. The adverse event of dyspnea experienced on (B)(6) 2014 was changed to asthma aggravated. The patient went to the ER, was then admitted to the hospital. A CT was performed on admission, "showing centrilobular nodules on right side. Changes like from an acute infectious/inflammatory episode." This event of asthma was reported to resolve on (B)(6) 2014. Additionally, the patient also experienced non-cardiac left side chest pain on (B)(6) 2014 while hospitalized for the asthma aggravated event and was treated was toradol. This event of non-cardiac left side chest pain was reported to have resolved on (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced exacerbated asthma with symptoms of dry cough, chest tightness, wheeze, and dyspnea. The patient was hospitalized post procedure, for observation. Symptoms and pulmonary function tests worsened, so the patient remained hospitalized and was treated with o2 and multiple albuterol treatments. The event is reported as continuing. On (B)(6) 2014, the patient experienced pain after coughing in the morning. The symptoms were constant and worsened with inspiration and expiration. The patient was diagnosed with non-cardiac mid sternal chest pain and was treated with fentanyl. Fentanyl is a standard medication used to treat pain. The subject was also treated with benadryl, percocet, cyclobenzaprine, and lidocaine for this event. The event is reported as resolved on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.53, fev1 % predicted: 96.20, fvc: 3.21, fvc % predicted: 96.40. Post-bronchodilator: fev1: 2.56, fev1 % predicted: 97.34, fvc: 3.29, fvc % predicted: 98.80.

Manufacturer narrative:
(B)(6). Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list chest pain and asthma exacerbation as possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced exacerbated asthma with symptoms of dry cough, chest tightness, wheeze, and dyspnea. The patient was hospitalized post procedure, for observation. Symptoms and pulmonary function tests worsened so the patient remained hospitalized and was treated with o2 and multiple albuterol treatments. The event is reported as continuing. On (B)(6) 2014, the patient experienced pain after coughing in the morning. The symptoms were constant and worsened with inspiration and expiration. The patient was diagnosed with non-cardiac mid sternal chest pain and was treated with fentanyl. Fentanyl is a standard medication used to treat pain. The subject was also treated with benadryl, percocet, cyclobenzaprine, and lidocaine for this event. The event is reported as resolved on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 2.53; fev1 % predicted: 96.20; fvc: 3.21; fvc % predicted: 96.40. Post-bronchodilator: fev1: 2.56, fev1 % predicted: 97.34, fvc: 3.29, fvc % predicted: 98.80. Additional information received as of august 11, 2014. Patient experienced an event of dyspnea on (B)(6) 2014. The patient was instructed to go to the hospital, was admitted and treated with prednisone and breathing treatments. It was reported that the patient was discharged on (B)(6) 2014. The event of dyspnea was reported to have resolved on (B)(6) 2014. Additional information received as of september 15, 2014. The reported event of aggravated asthma was reported to have resolved on (B)(6) 20124.